Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent encountered during delivery in the proximal section of the rebar 18 microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke of the right end of internal carotid artery. The mrs baseline and procedure score was 4. The nihss baseline was 18 and post procedure was 4. The tici score baseline was 0 and post procedure was 3. IV tpa was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 5 hours. It was reported that the stent sfr-6-30 was selected, intracranial thrombectomy stent, and the rebar 18 microcatheter was selected. The surgeon planned the swim technique for vascular opening. When entering the microcatheter, obvious resistance was felt at the proximal end of the microcatheter, and the stent could not be delivered to the distal end of the microcatheter. The surgeon considered the microcatheter issue. After replacing it with the new microcatheter, the stent could not be delivered to the distal end. The resistance was very large. After multiple attempts, it still did not work. The surgeon believed that there was a quality problem with the stent. After replacing the ab-6-30 stent, it was successfully deployed at the lesion site and the thrombus was removed successfully. The patient had no abnormalities and the operation was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The stroke onset to reperfusion time was "5" hours. It was clarified that the report of "replacing the ab-6-30 stent" meant that the sfr-6-30 model was out of stock, so replaced it with sab-6-30, lot number b616425.